Manufacturer narrative:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device displayed 3 icons. The device was also observed to be unable to be powered on. Root cause of the reported issue is due to damage to internal electrical components caused by an unknown outside contamination. The device archived by stryker maastricht and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device displayed 3 icons. With all 3 icons present (charge-pak, attention and wrench) defibrillation (automated, manual or synchronized cardioversion) therapy may not be able to be delivered. The device was also noted to be unable to be powered on. Defibrillation (automated, manual or synchronized cardioversion) therapy may not be able to be delivered. There was no patient involvement reported with the event.